Manufacturer narrative:
Per tandem¿s t:flex user guide ¿the single-use disposable cartridge can hold up to 480 units (4.8ml) of insulin.¿ additional information was received on (B)(6) 2017. During a follow up call, tandem technical support assisted the customer though the load process with a new cartridge and the customer received an accurate fill estimate. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an inaccurate fill estimate. Reportedly, the customer overfilled the cartridge (500 units) and the customer stated they remove the air from the cartridge improperly. During troubleshooting with tandem technical support, the customer was assisted with loaded a new cartridge onto the pump and received an accurate fill estimate. However, after disconnecting and delivering an 11 unit bolus the insulin gauge was observe to be incorrect. Customer reported blood glucose level was 238 (mg/dl). The customer stated they wish to continue using the pump and monitor the insulin gauge.